Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer stated all test strips were used. Therefore, no product could be returned. No product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek pro ii meter serial number (B)(4). The event occurred on either (B)(6) 2019 or (B)(6) 2019. The meter result was 1.4 inr. The laboratory result was 2.4 inr. The laboratory method was not known. There was no allegation of an adverse event.

Manufacturer narrative:
Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.